Event description:
It was reported that the pt had a possible allergic reaction at the neurostimulator site. The physician intended to move the device pocket from the right upper buttocks to left side (upper buttocks). Further info was requested.

Manufacturer narrative:
(B)(4).